Manufacturer narrative:
The device was evaluated by ventec who reviewed the device's electronic records and observed data which confirmed that the device did become inoperative (inop), as reported, during the event. Ventec then downloaded the latest version of device software which resolved the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was an older device software version which allowed its message queue overflow threshold to be surpassed, resulting in the device inop. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device unexpectedly shut down by itself, and when power was eventually re-established the touchscreen was unresponsive. In this state, the device would be inoperative. There was patient involvement associated with the reported event. The patient was immediately placed on another vocsn device for support. There were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.